Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 62-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while on support the patient suffered an embolic stroke and expired. There was no association between impella use and outcome. Patient's pre-procedural condition was critical.

Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore the investigation for the reported stroke has been completed., the root cause of the stroke could not be determined. The instructions for use referenced in the initial report is from IFU impella 5.5 with smart assist for use during cardiogenic shock in section: potential adverse events (united states), which now includes "(including ventricular perforation).¿ in accordance with updated procedures, section d6 has been revised from the initial submission.